Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed to open and cubie b1 failed to release. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer had checked the station and confirmed that the customer had already resolved the issue. The fse had run diagnostics, cleaned up debris, performed a reboot, and tested the station. The system functioned as intended after customer resolved the issue.